Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 508 occurred on the surgeon side console (ssc2) head sensors blocked advisory at startup for more than 5 seconds. The surgeon was unable to take control of the instruments. The customer had a second console connected to the system. Technical support engineer (tse) had the customer power down and disconnect console and power back up with the other console. The system came back up with no issues. The procedure was aborted to another dv with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during startup of a surgery, ports were placed on the patient. The surgeon was unable to take control of the instruments. The customer had second system connected that and the procedure was completed robotically. There was no report of patient injury. The patient demographic information is not available. The issue wasn't encountered until right as the surgeon sat down at the console. The customer was not able to clear the error. They didn't convert the procedure, the system was dual console system. A second console connected to the system. The customer power down and disconnect console with an error and power back up with the other console. It is not sure if this issue occurring at start up is related to the first power on of the system or not as they had another case on this system earlier to this one, which went properly, so not sure of they switched off the system in between or not.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The fse replaced both rx and tx head sensor due to intermittent head sensor connectivity issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm/replicate the reported complaint. The head sensor was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. Ran 10x power cycles, all passed. The sensor remained on the test over 24 hours, in normal mode, while testing other board, and there is no error.